Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's device was malfunctioning; "it was possibly ajar from the mounting, as far as the leads." It was noted that the patient had been to the ER multiple times. The patient needed an adjustment. It was also reported that the patient had seen the healthcare professional on (B)(6) 2015. The healthcare professional provided the patient with morphine pills and told the patient she had to wait until her (B)(6) 2015 appointment to see the healthcare professional and the manufacturer representative. Additional information received from the healthcare professional reported that the patient was experiencing severe pain that had worsened recently. The healthcare professional believed the pain was due to a failure of the stimulation. It was noted that no troubleshooting was performed and this was the third attempt at using a stimulator. The reported pain was considered a gradual change in therapy/symptoms. It was determined that the patient had ongoing pain and the pain had worsened over the past few days. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included chronic low back pain and spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported their stimulator was not working properly. The rep reprogrammed it and the patient told him it was still not right but he left it that way and promised to be at my next appointment and never showed. The patient cannot use their stimulator. The patient stated the rep decided to switch things up and apparently give up because the patient had to turn it back off within 15 minutes because it was still zapping the patient around their ribs and sporadically. The device issue was not resolved. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the consumer reported the stimulator was malfunctioning. There was stimulation in an undesired location. It was not stimulating the correct area since (B)(6) 2015 as it was stimulating the rib area. In (B)(6) 2015, the patient saw the manufacturer's representative (rep) for reprogramming, but programming was not effective. In (B)(6) 2015, the patient had reached into the washing machine too deep and after that, the patient noticed her change in therapy. This occurred suddenly. Further, the healthcare provider (hcp) reported the stimulator was causing problems. Multiple reprogramming sessions were done, and it did not work properly. It was not providing pain relief. There were no traumas or falls that could have been related to this issue, the patient was just doing laundry and there was no unusual twisting or bending.